Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek s system: >8.0 inr with a mean of 4.48 inr (survey range 2.3 - 6.7 inr) no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.